Manufacturer narrative:
According to the information received, there was an adverse event using a qdot micro. The product was returned to biosense webster (bwi) for evaluation on (B)(6) 2024. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician's opinion on the cause of this adverse event is procedure plus patient anatomy. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a pvi (pulmonary vein isolation) procedure with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The medical team mapped and then performed a pvi. During the ablation phase, the physician lost the transseptal and drew the ablation catheter back into the right atrium. While reinserting the ablation catheter, the physician pushed the catheter into the pericardium. A cardiac tamponade was identified. The case was abandoned and a pericardial puncture was performed to drain the pericardium. The physician's opinion on the cause of this adverse event is procedure plus patient anatomy. The physician mentioned that there was more ¿space¿ in the septum and he inserted the catheter into this space. There was no steam pop. No error messages observed on biosense webster equipment during the procedure. No catheter malfunction was observed during the case. The patient's condition improved. The patient was briefly observed in the hospital but not for longer than usual for pvi patients with ga.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).